Event description:
Patient presented to the physician with ongoing headaches and neck pain since the implant procedure. Patient had received chiropractic care and undergone physical therapy for the symptoms. Imaging was also obtained, revealing that one of the leads may have been severed, possibly due to manual manipulation of the device. Physician will re-evaluate next steps.

Event description:
Physician brought the patient into the or and confirmed that the stimulation lead was severed and suspected manual manipulation of the components. Physician proceeded with a full system explant.